Manufacturer narrative:
(B)(4). Investigation results: the investigation conducted included a review of the complaint history, device history record, quality control, manufacturers instructions, as well as a review of instructions for use (IFU), as well as a visual inspection of the returned product. The customer returned one used, stretched and separated delivery wire from a retracta embolization coil. The returned device showed that the proximal coil was stretched and separated; 3.7cm of the proximal were attached to the delivery wire. The remaining 1.3cm of the proximal coil and the distal coil were not returned. In a search of production records, there were no reported nonconformance during the production of the same lot. In addition, there were no reported nonconformance in the production of the delivery wire subassembly lots which were used in production of this lot. In a search of complaints related to this product lot, it was found that at the time of this investigation, this is the only complaint related to this lot. Per manufacturing instructions, personnel is instructed to secure solders by gently pulling on coil. Quality control instructs to verify that solder is secured and passes the distal tip through the appropriate size gauge to gauge solders. Each device is inspected and verified that its manufactured within specifications. The product is shipped with IFU which provides the warnings, precautions, and instructions for use. The IFU states to "turn the delivery wire counterclockwise 8-10 times, until coil detachment can either be felt or visualized under fluoroscopy. It is recommended that the junction remain just inside the tip of the catheter." The IFU also states "in general, the first coil selected should have a diameter that is 20% larger, or 2 mm oversized, than the vessel that is being occluded." Measures have been previously initiated to address this issue. We have notified appropriate personnel and will continue to monitor for similar events.

Event description:
During an embolization procedure, the retractable coil fractured during deployment. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During an embolization procedure, the retractable coil fractured during deployment. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.